Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported she did not know if something got "jarred" or "messed up" during her move, but when the patient turned stimulation on to the same settings they had always been set at, the patient was jolted across the room and had to pick herself up off the floor. The patient did not know if stimulation somehow got set too high or something. The patient wanted to check the settings and decrease stimulation so stimulation did not jolt patient again. Follow-up was being conducted to determine steps taken to resolve reported event. Indication for use included radiculopathy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the patient had called about the problem and a replacement arrived the next day. This was stated to have been the step taken to resolve the issue.